Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a freestyle fsl3+ sensor experienced frequent ¿glucose falling quickly¿ alerts and blood glucose fluctuations, with a reported reading of 193 mg/dl, and was overtreating with small snacks that contributed to overcorrections while the ilet delivered automated corrections. No adverse clinical symptoms associated with episodes consistent with fluctuating glucose with perceived rapid declines. Outcomes included user counseling and assignment of additional training to address overtreatment without medical intervention. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed that device performance was consistent with design and that user behavior, specifically frequent overtreatment of perceived or alerted lows and highs, contributed to the rollercoaster effect rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and therapy management.